Event description:
It was reported that, the right ventricular (rv) lead from this cardiac resynchronization therapy defibrillator (crt-d) exhibited high pacing thresholds six weeks after implant procedure. The physician suspected the rv lead micro dislodged. The crt-d system was programmed to left ventricular (lv) only as the patient is dependent and the sensing is performing as expected. This crt-d and the rv lead remain in service. No adverse patient effects were reported.